Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient's heart stopped suddenly while mapping in the ventricle; ablation had been performed prior to mapping. The stopped heart was noted on ice and the CPR was started immediately. The patient recovered for about 20 minutes before the heart stopped again. CPR was then performed again and the patient expired. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the patient expiration remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that the patient's heart stopped suddenly while mapping in the ventricle, ablation had been performed prior to mapping. The stopped heart was noted on ice and the CPR was started immediately. The patient recovered for about 15 to 20 minutes before the heart stopped again. CPR was then performed again and the patient expired. The physician stated that the patient was very sick. The patient had low ejection fraction, ventricular fibrillation (vf) storms the night before. The physician¿s opinion regarding the causality of adverse event was possible procedure-related and unrelated to procedure or device.

Manufacturer narrative:
The concomitant products: soundstar catheter: (B)(4) (disposed of, lot # s1403856). Webster catheter: 1086259rt (disposed of, lot # 16060680m.) Carto 3 sn: (B)(4). Stockert sn: st-(B)(4). Coolflow pump sn: (B)(4).